Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. However, the device alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. The blood glucose reading was 259mg/dl. Troubleshooting was performed. The caller stated that the device was exposed to a high magnetic field. Assisted the customer to run the displacement test and the test passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.